Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a case of diffuse lamellar keratitis (dlk) post lasik procedure. Additional information has been requested.

Manufacturer narrative:
The hospital is unwilling to provide doctor information. No more information is available. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).